Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery alarm; later it was found, by baxter service, in the event history that this failure interrupted delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition of a colleague infusion pump with damaged battery alarm was confirmed by baxter personnel as a depleted battery alarm found in the event history. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional information: this involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. This issue has been escalated to CAPA.